Event description:
The patient called lifescan and alleged that their meter was set to the wrong unit of measurement. The patient stated that their meter was previously set to the correct unit of measurement. They have not recently changed the unit of measurement. They contacted their physician for advice and they were told not to take their medication and that the physician would prescribe a new medication for the patient that was not as strong. No other treatment was reported. Based on the information provided, there is evidence of a meter malfunction; it appears that there may have been a power interrupt, which may have caused a spontaneous change of the unit of measurement. There is no evidence of the meter contributing to a serious injury. No replacement items are being sent to the patient; the issue was resolved.